Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) unit will not power up. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. Additional information: contact person phone number:(B)(4). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of would not power up during peruse check. A getinge field service engineer (fse) stated that there was no issue with the device. It was corrected over the phone by (B)(4) when he was on call over the weekend. The console was not docked into the cart so there was no connection to ac power and the batteries depleted. The customer is not requesting service for this. H3 other text : the customer is not requesting service for this.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a